Event description:
Complainant alleged that while attempting to defibrillate a 66-year-old male patient, a loud popping noise was heard upon discharge.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated, d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation: this report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2024-01508. The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the device log shows a sucessful first shock. However, the second shock has a large difference between the measured impedances which is evidence of poor coupling between the patient and the electrodes being used. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherance and/or air under the electrodes can lead to the possibility of arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), a loud popping noise was heard upon discharge. Complainant indicated that the patient subsequently expired.